Event description:
It was reported that following laparoscopic sagb insertion, the wound at port site noted erythema. They treated initially with antibiotics. Infection progressed and required port removal. There were no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.